Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results from two samples from the same patient were obtained on a vitros 5600 integrated system when compared to tsh results obtained from the same samples using a non vitros method. A definitive assignable cause could not be determined. The investigation concluded the vitros tsh reagent was performing as intended. There is no indication of an instrument malfunction; however, there was no within-run precision testing performed to confirm the performance of the vitros 5600 system. Therefore, an instrument related issue cannot be entirely ruled out as contributing to the event. The event was isolated to a specific patient sample and it is likely that an unconfirmed interferent is present in the patient sample and contributing to the event.

Event description:
The customer observed lower than expected vitros tsh results from two samples from the same patient using vitros tsh reagent on a vitros 5600 integrated system when compared to a tsh results obtained from the same samples using a non vitros method. Sample 1 result = 5.0 miu/l vs. Non vitros tsh result 28 miu/l. Sample 2 result = 5.0 miu/l vs. Non vitros tsh result 28 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros tsh results were not reported from the laboratory and there was no allegation of patient harm as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).